Event description:
Customer states that physician was performing an upper endoscopy. The staff reported when he tried to place the capsule, it would not release. Customer states the physician has performed this procedure many times in the past and does not know why the capsule would not deploy. There were no apparent defects with the device. The staff obtained another device and the procedure was completed. The facility states that there was no pt harm or change to the pt's plan of care.

Manufacturer narrative:
Us endoscopy received an initial complaint from the customer and, based on an investigation, concluded that the event was non-reportable. On (B)(6) 2012, us endoscopy received a copy of the med watch report submitted by the customer. Us endoscopy has chosen to submit this MDR in response to the report. The device was returned and analyzed by the engineering dept. The device was assembled and tested for functionality. The device appears to have been mfg properly and, when tested, functioned as intended. Analysis of complaint trending info was performed and no similar complaints from the lot concerned have been received.